Event description:
Caller reported a malfunction on the pump, specifically displaying malfunction code 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer service was set to replace the pump and provide the customer with a unit that included updated software. The customer was advised on using a g7 sensor with the replacement pump and was also informed about storage mode instructions and the return procedure for the malfunctioning pump. Caller conveyed understanding and acknowledgment of all provided instructions.